Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12757. It was reported that an existing pericardial effusion increased. A left atrial appendage (laa) closure procedure was being performed. After the transseptal puncture (tsp) a pericardial effusion was observed. However, in review of the pre-implant transesophageal echocardiogram (tee), the patient was noted to have a trivial pericardial effusion (pe). The tsp crossing wasn't difficult, but they did not see tenting during the tsp procedure. They proceeded with the procedure because the patient was stable. The watchman access system (was) was positioned in the laa and a 33 mm watchman laa closure device & delivery system (wds) was deployed. The device was deployed proximally and had low compression so was therefore fully recaptured and removed. A second 33 mm wds was opened and while prepping it, the echo physician noted that the pe had increased. The implanting physician decided to abort the case. They observed the patient for approximately 30 minutes and then they decided to perform pericardiocentesis. No further complications were reported. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was brought to the operating room the next day. They found a hole in the laa. The laa was clipped. The patient is doing well.